Manufacturer narrative:
The device was not available for evaluation; however, a lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. It was reported that the patient has type iii bone quality. Type iii bone has a thin layer of cortical bone surrounding medium-density spongy bone. It has been shown that the quality and quantity of bone available at the implant site are very important patient factor in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. It is possible that the patient's bone quality might have contributed to the implant's lack of primary stability. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.

Manufacturer narrative:
Patient's race and ethnicity were not provided; however, the patient's nationality is (B)(6). Device is being returned for evaluation by the distributor. Once the device is received and the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to achieve primary stability. The implant site was not infected. The implant was placed into the tooth # 22 (universal) on (B)(6) 2018 and was extracted on (B)(6) 2019. There was no report of injury to the patient. The patient was reported to be fine. The patient has type iii bone quality. The patient has no relevant medical or dental pre-existing condition. There was no abnormality noted with the implant itself.